Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2007 the patient underwent a surgery to treat posterior cervical decompression, c5 to t2, with rods and screws. On (B)(6) 2008 the patient underwent the following operations: removal of hardware l4-l5. Redo l5-s2 bilateral complete laminectomy and complete facetectomy. Lumbar interbody fusion bilateral l5-s1. Bilateral pedicle screw instrumentation l5-s1 and rod fixation. Bilateral posterior lateral fusion with autograft and allograft. Neuromonitoring to treat the following pre-op diagnosis: l5-s1 degenerative disk disease and spondylolisthesis, bilateral recess stenosis, status post l4-l5 instrumentation and fusion m 2006. On (B)(6) 2010 the patient underwent the following procedure: posterior decompressive bilateral laminectomy and facetectomy, l3-4. Bilateral posterior lumbar interbody diskectomy and fusion at l3-4 with interbody fusion device (expandable cage system) and allograft interbody fusion (evo3, integra), bilateral posterior lumbar pedicle screw instrumentation and rod fixation, l2-3, l3-4 with allograft and local autograft posterior lateral fusion, l2 through l4, neuromonitoring, to treat the pre-op diagnosis: lumbar spinal stenosis with degenerative disk disease, l3-4 and l2-3. On (B)(6) 2011 the patient underwent the following procedures: hardware removal, l2-s1, posterior bilateral. Placement of pedicle screws at l3, l5, and 51 and rod instrumentation and posterolateral fusion, l3, l4, l5, 51 bilateral. On (B)(6) 2011 the patient underwent the following procedures: "roh" l2 - s1, l3/l5/s1 posterior fusion to treat the pre-op diagnosis: pseudoarthrosis. Rhbmp-2/acs and optecure allograft dbm was used in the surgery. On (B)(6) 2011 the patient underwent removal of right l5 pedicle screw and placement of l4 r pedicle screw to treat the pre-operative: laterally placed r l5 pedicle screw. Findings: laterally placed r l5 pedicle screw. On (B)(6) 2011 the patient underwent redo l5 pedicle screw placement, post redo l3 to s1 posterior instrumentation and posterolateral fusion bilateral with right l5 screw misplacement. Patient alleges unspecified injury due to the use of rhbmp-2